Event description:
A journal article was reviewed which contained information regarding this device. It was reported that the patient presented with three inappropriate shocks after moderate exercise. The device was reprogrammed with higher detection rates and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The exact implant date of the device is unknown, however the year is valid. Referenced article: implantable cardioverter defibrillator and inappropriate therapy: "black box" examination yielded both human and technical causes. Clin. Med. Insights. Case. Rep. 2013;6:183-187. (B)(4).